Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: power reset events were observed in the black box to support a power loss. The battery cap could not be tightened securely onto the pump and was not able to maintain an electrical connection. A crack along the battery compartment was observed and the battery cap threads were observed to be stripped. Product analysis was able to duplicate a power loss. A test cap was used for a 24 hour test without any reboots. Unrelated to the primary complaint, the pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that there was an intermittent power issue and a crack in the battery compartment. Reportedly, there was no damage to the battery cap which was allegedly never changed. The user guide recommends changing the battery cap every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.